Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Event description:
It was reported that with regards to a 60" (152 cm) smallbore ext set w/clamp, rotating luer medication wouldn't flow out of tubing when unclamped on the floor. On testing, the clamp pinched so tight that the flow was restricted. Little to no solution comes out when lots of pressure was applied. This was usually put on a pump, that likely does not apply that level of force. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Received one used list# 144020460, 60" (152 cm) appx 0.41 ml, smallbore ext set w/clamp, rotating luer; lot# unknown one used list# unknown, 10ml syringe; lot# unknown. No visual damages or anomalies were observed. The reported complaint of no flow could not be confirmed. The returned sample was tested and performed to meet product specifications. A review of the device history record could not be conducted because no lot number was identified. Corrected information can be found in b5 - describe event or problem, d10 concomitant products and e3 - initial reporter occupation.

Event description:
This emdr covers two occurrences of the same failure mode and same list and lot numbers of product.